Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and as this complaint is also being handled through smith & nephew's legal team, any responses to these queries are not immediately available to the members of smith & nephew's complaint/regulatory team and are not expected to be available for several months. This is due the delivery timeframe of patient medical information and device return being in the control of the patient's legal team, rather than smith and nephew. The smith and nephew legal team has confirmed that once any additional relevant complaint information is received, (i.e. Reason for complaint, part/lot numbers, patient medical records, surgeon, device availability, and dates of implantation/revision) it will be provided to the complaint/regulatory team, at which point the complaint will be reopened for investigation. Therefore, a clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed. No further details have been provided at this stage.